Event description:
At 0545 on 12/10/96, the balloon catheter monitoring system alarmed. The perfusionist checked the system and noticed blood in the lines indicating a balloon rupture. The surgeon was notified and at 0615 the balloon was removed. No replacement was inserted.